Manufacturer narrative:
Further information was provided by the surgeon's office. The nurse stated she did not remember any issue that day and she would have been informed. Patient is a female, date of birth is (B)(6). Patient was reportedly doing well 4 weeks post op with no complaints. The following has been updated accordingly: device available for evaluation; returned to manufacturer on: 8/13/2019. Device evaluation: the complaint unit was received in its original packaging. The plunger was in a fully advanced position and lock. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. The pushrod was exposed out of the cartridge tip. Visual inspection at microscope magnification was performed. Lubricant material residue was not observed in the device. The lens was not returned. As reported the lens was most likely discarded. The reported issue could not be verified. Due to the conditions in which the product was received/returned, it was not possible to determine if the reported issue is related to the manufacturing process. Based on the analysis, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that another complaint was opened under this production order; however, was not related to this complaint. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable; lens removed/replaced in the initial procedure. If explanted; give date: not applicable; lens removed/replaced in the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the incision during implant. The lens was removed and replaced and required an incision enlargement. The replacement lens was the same model and size. No further information was provided.